Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent called in to report that the insulin pump over delivered insulin. The customer planned a correction of 0.3 by the bolus wizard; however, 0.6 units was delivered. The customer's blood glucose level was 4.4 mmol/l. The caller performed the displacement test and it passed. The caller performed the self-test and received a pump error 63 detected alarm. The caller requested a replacement device. The customer's device was replaced and will be returned for analysis.

Manufacturer narrative:
The download file shows on 03/20/2016 at 18:07:06 a bolus wizard estimate, input bg value = 8, correction estimate = 0.3, bolus wizard estimate = 0.3, and estimate modified by usert flag = bolus wizard estimate was modified by user, final estimate = 0.6. The button event file showed the customer manually programmed and delivered the 0.6 unit bolus. Unable to verify the inconsistent carb entries anomaly due to the inconsistent carb entries not being specified in the notes. The bolus wizard functioned properly per the bolus wizard sample in the user guide. The bolus wizard also listed all test carb entries correctly. No carb entry anomaly was noted. The bolus wizard calculated and delivered the bolus estimate. No bolus wizard or bolus anomaly noted. The pump passed the sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump alarmed pump error 63 during the self test and the format history file analysis confirmed the pump error 63 due to poor solder joints at the ambent light sensor on the keypad assembly. The pump had minor scratches on the display window, a scratched case and a fading serial number label.